Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 3 may 2018, arjo received information about an incident which occurred in (B)(6) ((B)(6), USA). It was indicated that during the patient's transfer to a toilet chair using the sara plus, the patient became anxious. Once she lifted her arms in the air, her body proceeds to slip out of the sling. In result, the patient sustained a forearm abrasion. During radiological examination performed with the use of an x-ray no fracture was identified. The caregiver reported that was moved to perform lighter duties due to a strain sustained when tried to stop the patient from falling to a floor. After the incident, the device and sling were put through technical inspection, conducted by arjo representative. No failure with the sling, neither no malfunction within the involved lift was found, that could have caused or contributed to the resident's fall. When reviewing similar reportable events, we have found a limited number of cases with similar fault description - slip out of the sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: the person was not correctly evaluated for suitability. The sara plus instruction for use (kkx52180m-en rev.9) warns the user: "before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to ensure that it is safe to lift them"; the person's arms are placed not outside of the sling; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in IFU). Based on the information collected by arjo representative at the time of visit at the customer facility, the first scenario is considered as related to the investigated event. The patient became anxious during the transfer and lifted her arms up what contributed to slip out of the sling failure. Additionally, the following concern was reported by the interviewed person: "the facility does not believe that this was an equipment or training issue. They truly believe that this is a noncompliant patient issue." The sara plus instruction for use (kkx52180m-en rev.9) informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. As per IFU: "sara plus shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions." There is a very low possibility of any potentially risky situation to occur if the device's owner follows every guideline given in the device IFU. The sara plus device played a role in the event as it was used for resident's transfer when slip out of the sling incident happened. There was no technical failure within the lift nor the sling which might have contributed to the event. This complaint decided to be reportable based on the potential of serious injury if the incident would to re-occurre.

Event description:
On (B)(6) 2018, arjo received information about an incident which occurred in (B)(6). It was indicated that during the patient's transfer to a toilet chair using the sara plus, the patient became anxious. Once she lifted her arms in the air, her body proceeds to slip out of the sling. In result, the patient sustained a forearm abrasion. During radiological examination performed with the use of an x-ray no fracture was identified. The caregiver reported that was moved to perform lighter duties due to a strain sustained when tried to stop the patient from falling to a floor.